Event description:
It was reported that via a remote transmission, an alert for out of range atrial impedance was noted. During follow-up, the atrial lead exhibited high impedance and a sensing anomaly. The lead also exhibited noise that caused inappropriate auto mode switch episodes. No intervention was reported. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.